Event description:
The manufacturer received information alleging a innospire essence compressor had exposed wiring on the power cord of the device. Based on the information reported, there was no incident, no injury or death during this event.

Manufacturer narrative:
Device received by (B)(4) and evaluated. Reported complaint has been confirmed. Evaluation concluded that excessive force had been applied on power cord strain relief causing exposed wiring. The manufacturer concludes device has been inadequately maintained by the user according to the instructions for use and device has been replaced. (B)(4).